Event description:
It was reported that within a day of implant, the patient complained of 'thumping' in the chest when lying on their side, and telemetry indicated that the right ventricular (rv) lead exhibited a loss of capture. Further investigation revealed that the patient was experiencing diaphragmatic nerve stimulation, and the rv lead also exhibited undersensing of the qrs complex and high/unstable thresholds, and was found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.